Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred and resistance was met while filling the cartridge with insulin during the load sequence. Another cartridge and syringe needle were used and insulin delivery was resumed. Customer¿s blood glucose level was 223 mg/dl.